Event description:
Patient reported an unknown side "tested due to suspected alcl¿. Device remains implanted. Histological markers were not received, alcl is not confirmed.

Manufacturer narrative:
The event of "lymphoma-alcl-suspected" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma-alcl-suspected.